Event description:
It was reported that the device was used during a sigmoid colectomy. When the device was fired, it did not cut the tissue. The surgeon was then forced to perform an end to end, hand sewn anastomsis. The event did not place the pt at risk of harm nor did the pt experience post operatiive complications.